Event description:
It was reported that the keys on a pump keypad "stick and intermittently do not function."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and no inoperable or anomalous keypad outputs were observed. The device was tested for 10 hours and all keys functioned as expected. Review of the device history log did not find any keypad output response anomalies. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.